Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating glucose readings while using the ilet with a dexcom g7, including a low reading of 56 mg/dl on the cgm that fingerstick verified at 75 mg/dl, followed by hyperglycemia up to 256 mg/dl after treating with cereal and remaining disconnected from the ilet as if showering. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention. Investigation included review of device data and user education, including guidance on reconnection and training materials. Investigation of this case revealed no device malfunction reported, with potential contribution from cgm variance, delayed or reduced meal announcements, and user-initiated pump disconnection leading to hyperglycemia, while the ilet alerted only for low glucose per design. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hypoglycemia and hyperglycemia, with user behavior and sensor variability as likely contributors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.